Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the haptic folded and broke after implanting the lens in the eye. The surgeon removed the lens during the initial procedure. The surgeon did not implant a new lens. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).